Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2003; product ID: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was infection and the device eroded through the pocket and was partially exposed to the outside. The implantable pulse generator (ipg) was explanted and replaced. The chronic leads remain in use. No further patient complications have been reported as a result of this event.